Event description:
The consumer reported false negative results with the covid-19 at-home test compared to a test taken at the hospital. On (B)(6) 2022, between 9:00 am and 10:00 am, the consumer had a test taken at the hospital and the result was positive. The consumer was unsure if the test was a pcr test or not. On (B)(6) 2022 at 4:00 pm the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022 the consumer performed 2 more covid-19 at-home tests and the results were negative. The time each test was taken was not provided. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. The investigation is ongoing.

Manufacturer narrative:
A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).